Manufacturer narrative:
Because of the picture of the hardware provided by the mother of the patient, the devices could be identified as 62-02333 and 62-02332. Furthermore, the reported breakages of the plates were confirmed. The other reported failure mode of the adapter for the activation rod broke through skin on neck could also be confirmed due to another picture (distraction rod complication) provided for catalog # 62-02333. The event was discussed with the relevant r&d department. As stated in the related instruction for use the pediatric mandibular distractor 2 is indicated to correct congenital or post traumatic defects in the body and ramus of the mandible of neonates and children up to 4 years old. In the event description is mentioned that the patient was older than 4 years old. Therefore, the root cause of the reported failure modes was attributed to off-label use. Furthermore, this was confirmed by an additional voluntarily reported medical device report (FDA) clearly stating ¿they used the device on her son without notification of off-label use.¿ indications for a design, material or manufacturing related issue could not be found in the investigation. Therefore, no corrective and / or preventive action is deemed necessary at this time.

Event description:
It was reported post operative, the product plates fractured and turning rod broke through skin on neck.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. The catalog number for this product is unknown at this time and will be updated upon receipt of more information. This is in regard to the rod. Device not available for return.

Event description:
It was reported post operative, the product plates fractured and turning rod broke through skin on neck.